Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "x2 arterial catheterization sets were noted to be faulty. It seems the connection point between the cannula and the needle dislodged inappropriately causing the needle to bend and put a hole through the cannula." A third cannula was inserted and used successfully. There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include:9680794-2025-01045 and 9680794-2025-01033.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "x2 arterial catheterization sets were noted to be faulty. It seems the connection point between the cannula and the needle dislodged inappropriately causing the needle to bend and put a hole through the cannula." A third cannula was inserted and used successfully. There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-01033.